Event description:
It was reported that during a lap cholecystectomy, the device would not close the clip. The jaws opened and the device would not apply the clip properly to the tissue. The same device was used to complete the procedure. No adverse consequences reported. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.